Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. Visual analysis found no significant damage or visual defects with the device. The overall appearance of the device shows signs of normal wear from multiple uses in a clinical setting. Functional testing with production equivalent saw handpieces was performed. The device was successfully assembled and disassembled with the mating devices as intended. It is worth noting that the planar clamp and saw clamp close and open with expected force. Furthermore, the electrical cable of the test saws securely connected to the electrical port of the device. During the functional tests, the evaluation found the device to have significant mechanical play/looseness at saw interface in the direction parallel with the saw blade. The overall complaint could not be confirmed, however, looseness between the device and saw handpiece was observed. The issue related to the looseness has been escalated to a CAPA. The assignable root cause was due to design and could not be established. UDI: (B)(4).

Event description:
It was reported that while using the robotic assisted saw interface device, the satellite station device had multiple messages such as excessive leg movement, ensure holding arm is locked and ensure saw handpiece is connected to the saw interfaces. During an in-house engineering evaluation, it was determined that the saw interface device had significant mechanical/play looseness at the saw interface. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.